Manufacturer narrative:
(B)(6). The returned device was evaluated for the reported condition. A visual inspection was performed which observed that the male luer was cracked inside the non-baxter connector. No functional testing was performed. The cause of the condition was due to the material during manufacturing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the male luer of a clearlink continu-flo solution set was found broken off inside a non-baxter connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.